Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Two x-rays images, one undated and another dated were provided. The review stated that the right hip arthroplasty components were anatomically aligned without dislocation. Extensive artifact was noted on the undated image. No other anomalies were noted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Associated product: allofit alloclassic shell with polar screw plug, pn 4245, ln 2945715. Dural alpha insert neutr ii/32, pn 01.00013.409, ln 2941733. Avenir muller stem 3 lateral, pn 01.06010.103, ln 2817021. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right hip procedure, subsequently, the patient was revised due to instability and subluxing approximately 2 months post op. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.